Event description:
The tampon has been inside the body for 8-9 hours [foreign body in reproductive tract]. The tampon has been inside the body for 8-9 hours and cannot be removed [complication of device removal] . Case narrative: consumer reported via email that she is unable to find the tampon thread to remove from body. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.